Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged chronic pain. The contact reports surgical intervention in relation to the mesh, however details regarding the surgery were not provided. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Note the date of event and implant are estimated, as exact dates were not provided. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that in 2011 the patient underwent the implant of the bard/davol perfix plug. As reported, the patient underwent additional, unspecified surgical intervention in relation to the mesh. The contact reports that the patient's surgeon has advised him he will need an additional surgery in relation to the mesh. As reported the patient is experiencing long-term pain since the implant of the device.